Event description:
It was reported that the patient underwent a gynecological surgery on 2005 and tvt-o was implanted. It was reported that patient underwent patient removal of mesh in 2018. It was reported that patient underwent removal surgery on (B)(6) 20121. It was reported that the patient experienced mesh erosion, burning sensation and pain. No additional information was reported.

Manufacturer narrative:
The investigation is ongoing and the results will be reported when available. The internal manufacture's number is (B)(4).